Event description:
Additional information received from the consumer indicated that on (B)(6) 2015, the patient became sick, experiencing nausea, vomiting, diarrhea, chills, and a change in mental status ("my dehydration caused confusion"). The patient was admitted in the hospital for 3 nights and given intravenous fluids. At an unknown later date, the patient returned to see their healthcare provider (hcp) and it was determined the pump stopped working. The hcp concluded the hospitalization was due to "detox" when the "pump quit." The patient reportedly "could have died." It was reiterated the "pump alarm never worked until two weeks after the pump quit." The patient could not remember being so sick in their life. It was noted the patient detoxed without medication to help with withdrawal. Please refer to the attached medwatch report# mw5061399. History: depression concomitant drugs: celexa (20mg/day), asacol (colitis), hear l. Pressor, aspirin, diovan, vytorin, neurontin, multivitamin

Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4). Analysis of the pump found corrosion and/or wear and/or lubrication in the gear train with a stall due to shaft-bearing.

Event description:
Information was received from a consumer and a healthcare provider via manufacturer representative regarding a patient who was receiving hydromorphone [10.0 mg/ml] and bupivacaine [15.0 mg/ml]. The indications for use of the pump were spinal pain and failed back surgery syndrome. It was reported that, in (B)(6) 2015, the patient was hospitalized over three nights with what he thought was a bad flu. The patient found out from his doctor that his pump failed at 40 months without an alarm sounding and he had been suffering from classic withdrawal symptoms. The pump was interrogated and it was found that a motor stall had occurred at 3:45am on (B)(6) 2015 with the "stopped pump period may exceed tube set" message occurring two days later. No motor stall recovery was found in the event logs. The cause of the motor stall was unknown. The pump was set to minimum rate in (B)(6) 2015 [0.062 mg hydromorphone/day and 0.093 mg bupivacaine/day]. On (B)(6) 2015, the pump was explanted and replaced with the sutureless connector component of the catheter. It was noted that the catheter was easily aspirated. The new pump was filled with 18ml of medication from the old pump and was set to deliver hy dromorphone at a rate of 0.48 mg/day and bupivacaine at a rate of 0.721 mg/day. As of (B)(6) 2016, the issue had been resolved and there was no patient injury.

Manufacturer narrative:
Conclusion code no longer applies.